Event description:
It was reported that the patient underwent replacement of the implantable cardioverter defibrillator system with a non-boston scientific system. During explant, this lead fractured approximately a third of the way down the lead body and it was difficult to snare and retrieve, though all pieces were successfully explanted. The lead is expected to be returned for analysis. No additional adverse patient effects were reported.